Event description:
Na.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 11-feb-2026. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ap, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for eg7+ cartridge lots n25249, n25259 and n25272.

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 27-nov-2025, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected descrepant potassium results on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. Method: result : I-stat , 9 mmol/l, I-stat, 9 mmol/l , lab , 3.7 mmol/l . At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.